Event description:
The pt received an scs system including an ipg on (B)(6) 2009. It was reported that the pt's ipg was explanted due to discomfort. She reportedly has been pain free for some time and as such has not utilized her scs system recently. The pt will not receive a replacement ipg at this time; however, her lead remains implanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.